Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that their implant did not seem to be working. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. It was noted that patient was feeling stimulation in the correct area but that did not resolve the reported issue and patient would monitor symptoms now that changes had been made. Patient was advised to review any directions previously provided by the health care professional (hcp) and it was reviewed that it takes time for the body to respond to therapy. Patient was redirected to hcp if problem did not resolve. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the implant had been turned off by accident. When asked about symptoms the patient reported that they "couldn't [illegible]." The patient then indicated that they were still learning. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.